Event description:
Pt undergoing therapeutic dilation and evaluation. On attempted removal of cervical dilator, broke off. Pt was kept in o.r., under anesthesia, so that pieces could be recovered with a curette.